Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was 170 mg/dl. Customer states that they had button press malfunction and could not press any buttons it just kept beeping. Each time she placed battery in, it kept counting up and has never seen that before. Now pump will not come back on. Customer states that they were sitting at desk working when it started alarming. Half hour prior she was blousing. The up and down arrow was doing its own thing and does not know if it delivered bolus but thinks it probably did. Half hour later received button error. Customer was assisted with troubleshooting for blank display. Pump showed no signs of physical damage. It was reported that the chip outside where the inside part screws back in the battery compartment was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Insulin pump passed displacement test, self-test, unexpected restart test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. Insulin pump was received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.